Event description:
It was reported that during priming with one unit of polyflux 14l, an external fluid leakage was noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the actual product shows the product wet. The protection cap is attached to the dialysate port, but not completely screwed on. Leak testing of the dialysate side and blood side was performed and did no leaks were identified. The reported condition was not verified. The cause of the condition could not be determined; however, a potential cause of the leak could be due to that the protection cap was not screwed on tight enough to the dialysate port causing a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.